Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient saw the ¿picture of the hcp¿ but did not note what code was with it. The code could not be recreated during the call. It was also reported that it seemed like it did not shut off as quickly. The consumer only had the patient programmer and not the antenna during the call. The patient was going to call when they had the antenna in order to do troubleshooting. The unknown error code was seen on (B)(6) 2016. The issue of it seeming to take longer to shut off started around the weekend of (B)(6) 2016. There were no patient symptoms reported. The patient was not sure their health care professional (hcp) was still there and requested hcp listings.